Event description:
The reporter stated that the stopcock cracked during a procedure. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The customer indicated that the sample was not available for return. Smiths was unable to confirm the issue or determine a possible cause without returned product investigation. This issue is being monitored, no add'l action is necessary at this time. Smiths considers this MDR closed with this report.